Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to a survey, the patient experienced a cgm accuracy issue on an unspecified day following sensor insertion; the sensor location was not provided. On (B)(6)2026, the patient reported presenting to the emergency room due to ¿inaccurate data¿ from the dexcom device and indicated that blood glucose readings were higher than expected. No specific comparative cgm or bg meter values were provided. Attempts to contact the patient to obtain further information were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.